Event description:
It was reported that programming changes, made with the device was still in the packaging and prior to implant detection completing, lead to a notification screen indicating that diagnostic data is not available upon interrogation. It was also reported that the serial number was not valid. The device was not implanted and therefore no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.